Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and death are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018 due to a massive intracerebral hemorrhage confirmed via CT scan. The patient experienced a severe headache a few minutes before becoming unconscious. The patient's anticoagulation protocol prior to the event was aspirin and coumadin. The pump was reportedly working properly during the event. No additional information was provided.